Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.